Event description:
It was reported that the staff found that the preset value of tidal volume of the ventilator was quite different. It is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The investigation is ongoing.

Manufacturer narrative:
The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor was a delay noted. It was noted that the failure may be with the flow sensor assembly. No repairs were completed by the field service engineer as the customer declined service and repair, because the device was out of warranty. A multi-vendor/clinical engineering department has handled the service call/incident. It was confirmed that multivendor engineer resolved the reported issue. No further information was able to be obtained. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.